Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-oct-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. Investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav catheter and an irrigation issue occurred (device used on patient). Initially reported that they could not "flush" the pentaray nav catheter prior to advancing it into the body. It would not flush regardless of the high force used. The catheter was replaced and the issue resolved. It was a brand new catheter. The procedure continued with no further issues. A smartablate® generator was in use. Additional information was received on 23-sep-2025. The suspected device for the reported flow / irrigation issue was the catheter. The device was used on the patient. It initially flushed and was used. It was exchanged for an ablation catheter and before reinserting the pentaray, it could not be flushed. Tried to flush with pressure bag and manually with syringe. No success. This irrigation issue was originally considered non-reportable, however, bwi became aware on 23-sep-2025 that the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 23-sep-2025.